Event description:
It was reported, during the implant procedure and after this valve was implanted, an aortic insufficiency was detected and the valve was removed and replaced with a smaller 19 mm sjm mechanical valve (medwatch report# 3001743903-2010-00026). The pt died the same day as the procedure. The cause of death is unk. Additional information has been requested.